Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: a review of the pump black box data indicated frequent low battery warnings. During a visual inspection of the pump, the battery compartment was observed intact with no damage. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The complaint of a battery life issue was shown in the history but was not duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.